Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend and enlite sensor glucose versus blood glucose issues on the insulin pump. The customer's blood glucose level was 77 mg/dl. The customer was treated with milk and bread. The customer was advised to select suspend or restart basal. The troubleshooting was performed and satisfied. The patient was advised to monitor and call help line back when needed. No further information was reported.